Event description:
Reporter name - (B)(6): the sensor failed to give any blood sugar readings. As such my blood sugar was extremely low without my knowing the actual numbers. I could feel my sugar low but it is usually too late by the time I feel anything. I had a seizure and injured myself as a result. I have been reporting these issues from the beginning and nothing at all has been done to correct the issue. This was close. Next time I will probably end up in the hospital or dead thanks to the unwillingness of dexcom to do their job. Reporter email: (B)(6) / additional product details: supposed to give constant readings of blood sugar levels. Every sensor since I first started using the g7 has failed in one way or another. This is over a multi year period. I have had all kinds of health problems as a direct result of dexcom's inability or unwillingness to fix the problem. I beg you to do something.